Event description:
The customer contact reported the device did not deliver. On an unspecified date and time, the device was programmed to deliver an unspecified IV fluid and the delivery was started. No specific programming parameters were provided. The customer contact reported that after several hours after the delivery was started, it was reported that the volume of fluid in the solution container did not change; however, the display indicated the device was delivering as programmed. No audible alarms were noted. The customer contact reported the nurse disconnected the tubing set from the pt's IV site to check for flow. It was reported that with the tubing set still loaded into the pump and the pump delivering at the programmed rate, no flow of fluid from the distal end of the tubing set was noted. The nurse replaced the tubing set and the delivery was resumed using the same device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the use to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.